Event description:
During the index procedure, the stent was inadvertently placed proximal to the intended location in the right carotid artery. Therefore, another stent needed to be placed at the lesion. Aos, on the same day, the patient suffered a neurological event of tia which lasted more than 24 hours. Recovery was partial, with major residual effects. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure.

Manufacturer narrative:
The pt was consented for the study to undergo carotid stenting. The pt has a medical history of hyperlipidemia, diabetes mellitus, and hypertension. The pt also had high-risk criteria borderline age, obesity, hypertension, diabetes mellitus, transient ischemic attack and stroke-borderline stenosis. The baseline nih stroke scale was 4; twenty-four hours post procedure the scale was 7, and upon discharged was baseline at 4. The pt was symptomatic. The target lesion location was proximal of the ostium of the right internal carotid artery (r6). The vessel was severely tortuous, eccentric, but had no bends that were within 5mm of the lesion. The angioguard rx was at the site and pre-dilatation was performed with no dissection noted after post dilation. After post-dilation, the precise stent was inadvertently placed proximal to the intended location in the right carotid artery. Therefore, another precise stent was placed at the lesion. After the procedure, no occlusion or air bubbles were documented and no occlusion in contralateral side was noted. The pt had no neurological deficit upon removal from treatment room, and did not require emergent carotid artery. The study coordinator indicated that >24 hours after the procedure, the pt showed symptoms of a (tia) transient ischemic attack, and neurology consult was conducted. The pt was evaluated and the diagnosis was confirmed, but was deemed unrelated to the procedure device as the pt was admitted with similar symptoms and the physicians believed that the episode was more in line with the patient's pre-existing condition. Two days after the procedure, the pt was diagnosed with a myocardial infarction. The pt did not have recurrent ischemic pain. An electrocardiogram was performed prior to discharge. The ck was 43 (upper limit of 200), and the ck-mb was 2.6 (upper control of 5.0 mg/ml). The first value for the ck was 31 (upper limit of 200), and the ck-mb was 1.6 (upper control of 5.0 mg/ml). The EKG and cardiac specific labs were both negative for mi at time of procedure completion. The event was deemed unrelated to the device and procedure. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a well-known documented potential complication of this type of procedure and is listed in the (IFU) instruction for use as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough info to draw a clinical conclusion between the device and the event.